Manufacturer narrative:
Additional information was received that the physician explanted the remaining lead extension that was left behind on the patient¿s body. The explanted lead extension was not returned to bsn. It is indicated that the lead extension will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient could not charge the ipg due to burning sensation when charging. Redness and swelling at the pocket site were noted. It was reported that the ipg was coming through the skin and believed the patient was probably allergic to the battery. Database analysis revealed the device internal temperatures and battery discharge were within the expected range and appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not charge the ipg due to burning sensation when charging. Redness and swelling at the pocket site were noted. It was reported that the ipg was coming through the skin and believed the patient was probably allergic to the battery. Database analysis revealed the device internal temperatures and battery discharge were within the expected range and appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that lead extensions were not explanted. It was noted that the patient experienced pain at the lumbar incision which increases with ambulation 15 days after the explant procedure. An increased drainage in the abdominal incision was observed. The patient was prescribed antibiotics. On (B)(6) 2015 the patient reported new pain at the incision sites on the back and abdomen. The patient reported on (B)(6) 2016 that she felt the wires resurfacing and causing the incision to re-open. The incision in the abdomen was separated 1 - 2cm with wires visible from the wound. It was believed that the extensions were also rejected by the body. The pain in the lumbar incision site has increased due to lead irritation. The patient will undergo removal of the scs lead extension. Additional suspect medical device components involved in the event: model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm.

Event description:
A report was received that the patient could not charge the ipg due to burning sensation when charging. Redness and swelling at the pocket site were noted. It was reported that the ipg was coming through the skin and believed the patient was probably allergic to the battery. Database analysis revealed the device internal temperatures and battery discharge were within the expected range and appeared to be working as expected. The patient underwent an explant procedure. No device malfunction was suspected.